Event description:
Procedure: exploratory laparoscopy. The pt was taken to the operating room for an exploratory laparoscopy after an ultrasound showed free fluid in abdomen. The case converted to open via old incision. Abdomen contained large amount of blood and irrigation fluid. The esu [electrosurgical unit] did not appear to be making contact, and per the surgeon, it was turned up as high as it would go. Towards the end of case, noted burns on the skin on the right upper abdomen. The esu pencil was lying on the drape near the area of the burns. Burned area on abdomen was approx 8 cm long in total and approx 2 cm wide at widest part. No one heard the pen activate other than when in use by surgeons. The holster was located on the drape near the general area of burns. It is unk if the pencil was placed in the holster and came out due to tension on cord or if the pencil was not placed in holster. The burned area was debrided by the surgeon and was dressed with silvadene. Per wound care nurse, a 3rd degree burn had occurred.

Manufacturer narrative:
On (B)(6) 2011, the user-facility was contacted to gather more info. Oxygen was used and the skin was prepared with "hibiclens". Additionally, the facility was unwilling to send the suspect devices for eval and the root cause could not be determined.